Manufacturer narrative:
The instructions for use for citadel bed (IFU, 830.213) state: "check operation of the safety sides daily". The review of post-market surveillance data revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail (eg. Collision with the door). This is in line with the side rail condition, it was mechanically damaged (the safety side mounting screws were completely ripped off, resulting in panel detachment from the frame). The circumstances in which the event occurred are not known, however the analysis of the complaints indicated that the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its specification due to malfunction reported. There is no indication that the device was used for the patient's treatment when the event occurred. The complaint was assessed as reportable due to the safety side detachment from the frame. No injury was reported.

Event description:
During the bed pick-up the arjo representative found the bed safety side partially detached. Two screws holding the panel to the mechanism were ripped off. There was no patient involvement at that time. No injury was sustained. The device was swapped to the arjo service center. The right head side rail was replaced. It is unknown under what circumstances the head side panel detached from the metal bed frame. According to the information received, the facility did not provide any details regarding the event.